Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A safety manager reported that the probe failed to cut during a vitrectomy procedure. It is unknown if the probe was aspirating or if there was patient impact at the time of the event. Additional information and product sample have been requested; however, no additional details have been received to date.

Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the products acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).